Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate atp therapy. Intermittent undersensing on the atrial channel was observed as well. It was noted that the patient was non compliant in taking their blood pressure medication. Patient was stable both during and after the event.